Event description:
Consultant reported: patient implanted with nail and screws on an unknown date. Patient returned to operating room on (B)(6) 2012 for revision surgery of inter-medullary nail of tibia. Surgeon removed all hardware due to non-union of fracture. Surgeon revised patient with a larger diameter nail, tibia nail proximal bend. Consultant also reported, the reduction clamp broke during the procedure, no harm to patient. This is 1 of 5 reports for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)